Event description:
It was reported that while attempting to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD) the clinic was receiving a message indicating it was unable to update software. Boston scientific technical services (ts) was consulted and discussed possible reasons, including disruption of telemetry and suggested further troubleshooting options. The field representative noted that after multiple attempts a successful interrogation did occur without magnet application. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.